Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component and dilator was found with bents. Microscopic examination of the hemostatic valve surface showed stress marks and cracks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The dilator was introduced without the valve and no resistance or obstruction was detected in the device. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve dislodged could be related with the resistance with sheath reported by the customer but, it cannot be conclusively determined. The damage on valve and dilator could be related with the incorrect insertion of the dilator, but it cannot be established. The sheath instructions for use of the product contain the following recommendation: -if resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. -do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was resistance when trying to advance the dilator through the vizigo sheath and it kinked. The vizigo sheath was exchanged, and the procedure was continued. There was no patient consequence. This event was originally assessed as not MDR reportable. The device was returned for analysis and revealed that the hemostatic valve was dislodged inside of hub component. This finding is MDR reportable.